Manufacturer narrative:
MFR received date: 08 aug 2019. Date of report received: 09 aug 2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 21jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an oxygen manifold failure. There was no patient involvement.